Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the right ventricular (rv) lead dislodged and failed to capture at max output. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.